Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and inserted via a sheath and through the pt's femoral artery. Less than on minute later, it was noted that after insertion blood was found seeping into the helium pathway and the membrane did not inflate. The iab was removed. Per the md, the "issue was not resolved" and the pt expired 6 hours later. The md stated that cardiogenic shock and the nonfunctioning intra-aortic balloon pump (iabp) therapy did contribute to the death of this pt. Additional info received from the teleflex (B)(4) sales rep on (B)(4) 2012 stated the iab was prepped per the instructions for use. The pt did not have tortuous vessels. The iab was inserted through the sheath and exited the sheath fully when inserted. The pump alarmed. The md found blood in the helium tubing and there was no augmentation. The iab was removed from the pt and another iab was not inserted because the pt collapsed and went into respiratory arrest and was put on a ventilator. Further info received on (B)(4) 2012 from the sales rep reported that "since they had the complication in the first insertion of balloon they never take chance again for the insertion of another balloon and also the pt was not affordable up to that extent, so the doctor decided to manage without iabp therapy."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.